Event description:
It was reported that while trying to cool the patient with the device on manual mode, one of the wraps was not cool to the touch. The patients temperature was between 37.1 and 37.3 with a goal temperature of 36 c. And a water temperature of 10c.

Manufacturer narrative:
Upon communication with the customer at the time of the event it was recommended to power cycle the device and switch to automatic mode, which resolved the issue. The manufacturing date h4 and section h6 codes have been corrected.

Event description:
It was reported that while trying to cool the patient with the device on manual mode, one of the wraps was not cool to the touch. The patients temperature was between 37.1 and 37.3 with a goal temperature of 36 c. And a water temperature of 10c.